Manufacturer narrative:
Investigation summary: bd received six photos for investigation from catalog 362795, lot numbers 4137990 and 4166344. The evaluation of these photos revealed tubes with cracks in the bottom and sides, which also appeared to have frost and were frozen. The exact cause of the customer's reported issue could not be determined. Additionally, 90 retained samples from both lots were visually inspected with no issues identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4137990 and 4166344, for the indicated failure mode: damaged/cracked. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 40 tubes(20 from each lot number) cracked after samples were centrifuged and frozen. There was no health impact or consequences reported.

Manufacturer narrative:
E1.initial reporter facility name: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4137990. D4. Medical device expiration date: (B)(6) 2025. H4. Device manufacture date: 16-may-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 40 tubes(20 from each lot number) cracked after samples were centrifuged and frozen. There was no health impact or consequences reported.